Event description:
Event was reported to caldera medical by an attorney. The patient has suffered vaginal pain, pelvic pain, infections, painful intercourse, dyspareunia, back pain, need for additional surgeries, tests, medications, and medical intervention. No further information has been provided.